Event description:
This customer reported a pacing test failure with this defibrillator. The device is being returned to philips for eval.

Manufacturer narrative:
(B)(4). This customer reported a pacing test failure with this defibrillator. The device is being returned to philips for eval. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.